Manufacturer narrative:
The reported field event of sensing and pacing anomalies could not be confirmed in the lab due to lack of data in the device image. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. The device's functionality was bench tested; telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomaly was detected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-19029. It was reported that the patient presented in-clinic prior to cardioversion for interrogation of the implantable cardioverter defibrillator. It was revealed that the patient received two inappropriate shocks due to noise exhibited by the right ventricular lead. Sensing anomalies also noted. The physician initially programmed the device for asynchronous pacing only (voo). Pacing was slower that the programmed rate, and periods of inhibition resulting in asystole were recoded. The physician then programmed the device to an MRI mode; however, the device was observed to repeatedly revert from the programmed settings. Upon further investigation it was determined that the cardioversion patch was place too close to the device resulting in hardware damage. The patient was scheduled device replacement. During the procedure right ventricular lead noise persisted with placement of the new device. Therefore, the right ventricular lead was also explanted and replaced. An x-ray confirmed that the left ventricular assist device had been sutured directly to the tip of the lead and caused oversensed noise. The patient was in stable condition.